Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that non sustained right ventricular oversensing noted to be myopotential oversensing was observed on the implantable cardioverter defibrillator. Device monitoring was recommended as there was only one instance of the occurrence on transmission. The patient was asymptomatic and there were no reported patient consequences.